Event description:
Pt seen for 30-month f/u, asymptomatic. Urine culture = enterococcus faecalis 100,000 and e coli 50,000. Urinalysis within normal limits. Md elected to treat based on labs. Treated with antibiotic (type unknown) for 7 days.